Manufacturer narrative:
Product ID 37754 lot# serial# (B)(4); product type recharger product ID 39565-65 lot# serial# (B)(4), implanted: 2012 (B)(6), explanted: 2013 (B)(6); product type lead product ID 37746 lot# serial# (B)(4); product type programmer, patient (B)(4).

Event description:
It was reported that the patient experienced erosion. It was noted that the manufacturing representative received a phone call from a patient on (B)(6) 2013. It was noted that the patient ¿moved a certain way in the bed and it tore the skin in a way that exposed the pocket site for the generator.¿ it was noted that this happened on the morning of the report or during the night prior to the report. It was further noted that the patient could ¿see the generator.¿ it was noted that ¿when the patient woke up, there was drainage from the spot where the skin alternation was over the generator site.¿ it was further noted that this was a clear fluid but nothing was red or yellow. It was further noted that the patient ¿felt pulling in the pocket site when she would move certain ways.¿ it was noted that this occurred prior to the event. It was further noted that the patient¿s skin was fine and had healed okay since implant, but ¿something that occurred during the night caused skin abrasion. Additional information reported that the patient¿s whole system was removed and the patient would not be re-implanted at this time or in the future. Additional information reported that the patient¿s pulse generator was exposed. It was further noted that the implantable neurostimulator (ins) and lead were explanted on (B)(6) 2013. It was noted that the wounds were debrided and closed without difficulty. The patient was not hospitalized due to this event.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the device was explanted on (B)(6) 2013 because the battery dehisced. It was noted that all the device components were removed. The patient was reported to be doing "fine."